Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with non-mutable alarms was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has not been previously sent into service for the reported condition of "non-mutable alarm". This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted baxter to report a non-mutable alarm occurred on a colleague infusion pump. The customer pulled out the battery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.